Event description:
It was reported that several saved cine runs on the 9600emi system could not be recalled. There was no report of pt injury.

Manufacturer narrative:
Possible hard drive issue. Customer will address the hard drive as needed. Customer cancelled the service call. Service call closed.